Manufacturer narrative:
Investigation conclusion: retention products were tested with an urine hcg qc standard at the cut-off (20 miu/ml). All of the tests produced positive results at the read time and met qc release specifications. No false negative results were observed. The product performed as expected. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient performed two at home urine pregnancy tests and received two positive results. On (B)(6) 2018, the patient presented in the emergency room with vaginal bleeding and a possible miscarriage. A urine sample was collected and a consult hcg urine cassette produced a negative hgc result. The patient informed the customer of the two positive home pregnancy tests the previous day and repeat testing was performed. A second consult hcg urine cassette also produced a negative hcg result with the same urine sample. A serum hcg quantitative test was subsequently ordered due to the facility's policy when a miscarriage is suspected and produced an hcg result of 60 miu/ml. The customer is not alleging any relationship between the miscarriage and the consult hcg urine cassette and no treatment or intervention was administered based on the negative results. There is no information to suggest the consult hcg urine cassette caused or contributed to the miscarriage as the vaginal bleeding and miscarriage occurred prior to use of the test. The patient was discharged and referred to an obgyn. The customer noted that a weak positive line developed on one of the consult hcg urine cassettes that had been discarded in the trash hours later. The customer later contacted the patient to provide the serum hcg quantitative result after the patient was discharged. The patient informed the customer that she purchased three at home pregnancy tests after being discharged from the emergency room and all three produced positive results. Two to three days later, another serum hcg quantitative test was performed at the obgyn and provided a result of 6 miu/ml. Troubleshooting was conducted with the customer. The customer was advised that a line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used.